Manufacturer narrative:
The pump was received with a cracked case at the display window corners, a missing reservoir tube o-ring, a missing end cap sticker and a broken off reservoir tube lip. The reservoir tube lip was completely broken off and the test reservoir will not lock/click in place.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the ring on the reservoir compartment that holds the reservoir in place broke off. The reservoir can no longer be placed correctly; the reservoir comes loose. The patient's blood glucose at the time of incident was 7.6 mmol/l. The insulin pump will be returned and replaced.